Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that during testing, the device failed to alarm.